Event description:
It was reported the subject device exhibited leaking at the connector. The issue was found at procedure and was completed with the same device. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
Three attempts were performed to obtain additional information, but no response was received from the customer. This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d9, h3, h6, and h11. The device was returned to olympus for inspection, and the reported failure was confirmed. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the malfunction: leaking at the connector due worn-out air joint connector, the most probable root cause of the malfunction is traced to component failure should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.